Event description:
During a mitral valvuloplasty procedure with the inoue balloon catheter, the distal tip of the guidewire has separated inside the pt. The distal tip of the guidewire is stuck and remained at the pt's tricuspid. The distal tip of the guidewire will be left in the pt for two weeks, and at that time it will be determined if add'l treatment is necessary. The pt is completely stable.

Event description:
The pt was admitted on 09/22/00 for percutaneous transvenous mitral commissurotomy. This was performed without difficulty. Upon removal of the inoue balloon, the coiled distal tip of wire frayed and separated from the catheter system and hung on the tricuspid apparatus. The system was removed and the frayed wire remained. An attempt to retrieve the wire tip with 25mm snare was unsuccessful as the wire fractured just proximal to the distal tip. A spiral CT revealed the presence of the small wire tip within the right arterial tricuspid apparatus. No interventions were felt to be necessary as the wire appeared to be immobile on both echocardiographic and CT testing. Fluoroscopic eval also demonstrated no free movement. The pt was placed on lovenox an coumadin therapy, and was discharged on 09/25/00. The pt had a follow up echocardiogram. Two months later, pt had a mitral valve replacement. The wire tip was removed during the procedure without any complications.